Manufacturer narrative:
Continuation of d10: product ID a820, serial/lot #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that the patient¿s ptm (personal therapy manager) was taking a long time to connect to the pump and would stop at 90%. The agent reviewed the steps to clear data from the handset (data was at 6.26 mb.) After clearing data, the patient was able to successfully connect the ptm to pump without delay.